Manufacturer narrative:
The lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece. A full breached optim sheath degradation was found adjacent to the connector boot region. The silicone insulation was not damaged in this location.

Event description:
This report is to advise of an event observed during analysis. Degradation.